Event description:
It was reported that a physician's hand-held computer was not working properly as it would not respond to touch with the stylus. A reset was performed, but the screen remained unresponsive. The device's screen lock was not enabled, and the battery cover was confirmed as closed. The hand-held computer was returned for analysis. No anomalies were noted with the associated software. However, evaluation identified that the touch-screen display was defective. The cause for the display anomaly was associated with a resistance value being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.